Event description:
It was reported that during the procedure, the health care professional (hcp) introduced the needle using the introducer and the hcp nicked the spinal cord. Because of this, the patient had been reporting of numbness and weakness in both lower extremities. The full system was removed. Additional information received reported that the physician removed the device and ¿when he made the incision, where the battery was placed, both the wires were in the pocket with the battery.¿

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the manufacturer representative was aware of the numbness and weakness of the extremities on (B)(6) 2014 and was aware of the leads in the pocket on (B)(6) 2014.